Event description:
Boston scientific received information that during a implant procedure of an cardiac resynchronization therapy defibrillator (crt-d) the physician experienced lead insertion difficulty with this left ventricular (lv) lead (model and serial number are unknown at this time). It was noted that this procedure was prolonged due to the patient's difficult anatomy and poor visualization under the fluoroscopy which the physician noted dissection of the coronary sinus when attempting to place the lv lead. Due to placement difficulties the physician decided to plug the lv port of the device and refer patient for an epicardial lead. No additional adverse patient effects were reported. The lead was discarded at the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.